Event description:
Pt found with head between upper rungs of the side rail. Pt required assistance by nursing staff to dislodge his head from between the rungs. He received a small abrasion on his nose.